Event description:
Customer reported a past high blood glucose event, with a recorded level of 507 mg/dl, which led to a visit to the emergency room and subsequent hospitalization in the intensive care unit. There was no adverse impact to the customer¿s long-term health, as no permanent damage was identified, and ketone levels were not deemed life-threatening. Treatment involved administrating intravenous fluids of saline and insulin, which resolved the issue. Following discharge, a system check was conducted, and no further assistance was required after addressing the off-label use of insulin.